Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018 a pacemaker check was performed as ventricular pacing failure had been observed on ECG. Ventricular noise oversensing as well as ventricular pacing failure were confirmed on the check. As ventricular lead fracture or poor connection between the ventricular lead and the pacemaker was suspected, emergency re-intervention was decided to be performed to implant a new ventricular lead. After explanting the pacemaker from the pacemaker pocket, the physician pulled the subject ventricular lead before loosing ventricular set-screw, and the ventricular lead was disconnected from the pacemaker. That confirmed poor connection between the ventricular lead and the pacemaker. When psa measurement was conducted on the ventricular lead, ventricular noise oversensing as well as ventricular pacing failure were observed. Fluoroscopic images could not specify the damaged part of the ventricular lead, however, as there was no anomaly on alligator cables, the physician judged the ventricular lead had been fractured. The use of the ventricular lead was discontinued and it was left in the patient¿s body with the connector pin capped.it should be noted that another ventricular lead was unsuccessfully attempted to be implanted. The associated atrial lead was abandoned. The use of the associated pacemaker was also discontinued and it was discarded by the hospital.

Manufacturer narrative:
Field (traceability data) was updated. Please refer to the attached analysis report.

Event description:
On (B)(6) 2018 a pacemaker check was performed as ventricular pacing failure had been observed on ECG. Ventricular noise oversensing as well as ventricular pacing failure were confirmed on the check. As ventricular lead fracture or poor connection between the ventricular lead and the pacemaker was suspected, emergency re-intervention was decided to be performed to implant a new ventricular lead. After explanting the pacemaker from the pacemaker pocket, the physician pulled the subject ventricular lead before loosing ventricular set-screw, and the ventricular lead was disconnected from the pacemaker. That confirmed poor connection between the ventricular lead and the pacemaker. When psa measurement was conducted on the ventricular lead, ventricular noise oversensing as well as ventricular pacing failure were observed. Fluoroscopic images could not specify the damaged part of the ventricular lead, however, as there was no anomaly on alligator cables, the physician judged the ventricular lead had been fractured. The use of the ventricular lead was discontinued and it was left in the patient¿s body with the connector pin capped. It should be noted that another ventricular lead was unsuccessfully attempted to be implanted. The associated atrial lead was abandoned. The use of the associated pacemaker was also discontinued and it was discarded by the hospital.